Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer was removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. The deployment button was fully depressed and flushed against the handle. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The exoseal vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received depressed, while the guard was not locked. The plug was not received for this evaluation and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The guard was depressed and was locked successfully. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device due to the nature of the complaint. Patient related events cannot be duplicated in the lab. The device was received without the plug, and showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer was removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. The deployment button was fully depressed and flushed against the handle. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The exoseal vcd used in transfemoral cerebral angiography (tfca) with a retrograde approach. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.